Event description:
It was reported that during implant attempt of two different atrial leads, the physician was unable to deliver the leads into the right atrium. The leads were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed. (B)(4): no anomalies found, however, blood was noted on helix mechanism; full lead returned and analyzed.